Manufacturer narrative:
An asp (authorized service provider) evaluated the device and confirmed the fault. The capacitor assembly was replaced resolving the issue. The engineer confirmed the device was operational after repairs were completed and the device was returned to service. Based on the information available, the cause of the reported problem was component failure. The reported problem was confirmed.

Event description:
It was reported to philips that the device failed the defibrillation test. There was no patient involvement.